Event description:
The information received indicated that the balloon was put in the patient and inflated, and then the balloon would not deflate. After several attempts, the balloon did deflate. The patient is in good condition.

Manufacturer narrative:
The product was returned for evaluation, however, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15236622 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that during a procedure a sakura dura star, 2.25 x 15 was inflated but the balloon would not deflate initially. After several attempts the balloon did deflate. The patient is in good condition. Multiple attempts to retrieve patient, vessel characteristics and procedural details were unsuccessful. The product was returned for analysis. One non-sterile sakura durastar 2.25 x 15 was received coiled inside two plastic bags. The unit was received wavy; this condition in the shaft could be related to the way that the unit was sent to the analysis. Balloon was already inflated and deflated; crystallized residues (inflation medium) were observed along the shaft. Inflation and deflation test were performed and no anomalies were found. The sem analysis showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was not confirmed since no anomalies were found during the analysis. The exact cause of the reported failure could not be conclusively determined. Based on the limited available for review, it is not possible to determine what factors may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken.